Manufacturer narrative:
While no injury was reported for this event, as a result of this malfunction, the potential for surgical intervention exists (although it is inadvisable per expert opinion provided by dr.(B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event, it was reported that a k-flexofile color. 21mm 020 broke. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that the broken piece was retrieved and there was no injury to the patient. After analysis, the returned k-flexofiles readysteel 25mm 020 do not meet maillefer quality standards and are obviously counterfeit. Moreover, the batch number has no corresponding with the reference (B)(4) in our system. The blister pack and its labelling are equally recognized as fakes.